Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the drawer was not detected on the communication bus and the malfunction occurred when the user was trying to issue medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of a row board cable. A field service engineer pulled the drawer and reseated the cable connection to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.